Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a holter monitor was placed on the patient and the strips showed a 2:1 block occurring with a low heart rate due to an automatic post ventricular atrial refractory period adjusting setting. The device is still in use. No patient complications have been reported as a result of this event.